Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 8.1 mmol/l at the time of the incident. Customer's parent stated that insulin pump alarmed motor error during infusion set and reservoir change. Customer also received a motor position encoder error alarm. The customer's parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and not expected to return for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motor position encoder error alarm due to motor error alarm. Pump had minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.